Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. This event occurred in (B)(6). Consumer stated tampon pieces were left inside her after removing tampon. She is planning to see a doctor.